Event description:
Additional information was received indicating diagnostic imaging was performed and a bend in the right atrial (ra) lead and in the right ventricular (rv) lead was observed. No other anomalies were observed of the ra lead nor rv lead via the diagnostic imaging. The patient was in stable condition.

Event description:
It was reported that during a follow up in clinic, oversensing of noise was noted on the right ventricular (rv) lead and the right atrial (ra) lead resulting in inappropriate automatic mode switch (ams). The physician suspected rv lead damage and ra lead damage, however, it is unknown if diagnostic imaging was performed. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.